Manufacturer narrative:
(B)(4). Date sent 1/15/2025. D4 batch #c9eg9f. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received partially fired 1/4. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb to be damaged. The event described of difficult to open could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9eg9f, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/27/2024. D4: batch#: unk. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes. Or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Home button was pressed many times. If yes, did the jaws eventually open? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60c, with lot/batch number: c9en6m, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown respiratory procedure, the knife stopped on the way when the firing and became not be moved during use. The unformed staples were deployed at the proximal end of the tissue, and the knife was moving forward until the tissue was cut. The home button and the articulation control button were touched but there was no response, and after pushing the buttons several times, the jaws could open and close. After the jaws could open and close, the articulated shaft did not return to home potion when the home button was pushed. The area where the knife moved through was additional suturing was performed with suture, and there was no effect on the patient. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information requested.